Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken mount rubber motor due to failed preventive maintenance. Lvp keypad recall completed. Replaced door assembly with keypad, latch spring torsion 8100, pivot latch 8100 a review of the device history record for sn (B)(6) was performed from date of manufacture 10/15/2018 to the present date 11/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device failed preventive maintenance and the device is unable to sense tubing. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device failed preventive maintenance and the device is unable to sense tubing. There was no patient involvement.